Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device would not power up on ac power. There was no patient involvement.